Event description:
Pt went back to the or for chest closure on (B)(6) s/p evaction of cardiac tamponade and bend relief was found to be disconnected, it was reconnected and plastic tabs were bent down. Chest was then closed. Pump was not exchanged.